Event description:
It was reported that a damaged cannula occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . It was indicated that the patient removed the transmitter from the sensor pod before removing the sensor from the body, which is misuse of the device. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).